Event description:
The physician was performing a percutaneous transluminal angioplasty (pta) when he noted the tip of the guidewire to be broken. The lesion was reportedly located in a 100% chronic total occlusion and calcified in the right iliac artery. The physician reported the guide wire had been torqued 15 to 20 times. The patient reportedly suffered no adverse effects as a result of this phenomenon. No additional information was disclosed.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.